Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was "black sticky film" found on the plunger of a 3 ml bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. It was reported that the substance "almost looks like mold." There was no report of additional treatment or medical intervention.

Manufacturer narrative:
Two sealed 3ml packaged syringes, two open 3ml packaged syringes and one loose assembled 3ml syringe was received by bd canaan and confirmed to be from batch #8009834. The samples were visually evaluated. Black substance was observed on the 4 packaged syringes' exterior near barrel flange and their packages' interior. The substance appears to be grease. The fm is larger than level 3 in size, which is a rejectable condition. Light brown foreign matter was observed embedded in the barrel wall of the single loose syringe. The fm is likely degraded plastic from the molding process. It is larger than level 3 in size, which is a rejectable condition. The barrel is from mold c-239, cavity #64. DHR review for batch 8009834: manufacturing dates: 01/11/2018 to 01/13/2018. Batch quantity was 768,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 8009834 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Confirmed: bd canaan was able to confirm the customer's indicated failure. The foreign matter is likely degraded plastic from the molding process and it is larger than level 3 in size, which is a rejectable condition.